Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref #(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.